Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle in the closed position. The basket formation was also in the closed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A functional test noted the handle does not actuate the basket formation. The support sheath and basket sheath are still adhered. A small kink was noted in the basket sheath 3 cm from the distal tip. A visual examination noted the basket sheath has a smashed tip 5 mm from the distal tip. The smashed tip on the basket sheath prevents the device from functioning properly. It is not known how the basket sheath was damaged. The customer complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. A review of complaints history revealed this is the only complaint associated with lot number 7824000. Based on the provided information and the investigation evaluation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, during a transurethral urinary duct stone extraction, the basket would not open. Another device was reportedly used to complete the procedure, with no further complications reported.